Manufacturer narrative:
(B)(4) - the returned intraocular lens was measured for diopter and is correct as labeled, 15.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.

Event description:
Physician reported the intraocular lens (iol) was explanted due to improper iol power implanted. The lens was removed and replaced 3 months after the initial implant without complication.